Event description:
It was reported that after a laparoscopic lobectomy, there was bleeding from a bronchial artery which might have been cut by the device. We are presently checking the detailed information. No device will be returning.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information how was the bleeding controlled? -reoperation was performed but we have no detailed information about reoperation date, amount of bleeding and blood products. Please quantify the amount of blood loss in units? -we have no detailed information. Did the patient require any blood products? -we have no detailed information. With this information it has indicated that an additional procedure was performed and the file has been updated to a si. The information has been received email on (B)(4) 2013 and the alert date was updated for the MDR decision. Reoperation was performed and additional suture by hand for hemostasis. Now, the patient was good condition but we have no detailed information about discharge. The doctor commented that bronchial artery diameter was not so thick. The doctor did not remember whether it used with ace23j or electrosurgical knife.